Event description:
Information received with return of the device does not address the patient's clinical status but notes a sensing anomaly and also reported was "suspect exposure to electrocautery".~~~~~~~~~